Manufacturer narrative:
H.6. Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd intima-ii¿ IV catheter system infusion was "broken" by the "agitated" patient during use, causing the needle to "fracture". The following information was provided by the initial reporter, translated from chinese to english: "patient is agitated, infusion, broken by the patient, indwelling needle fracture".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ IV catheter system infusion was "broken" by the "agitated" patient during use, causing the needle to "fracture". The following information was provided by the initial reporter, translated from (B)(6) to english: "patient is agitated, infusion, broken by the patient, indwelling needle fracture".